Event description:
In 2008, a male was implanted with a gore propaten vascular graft in an a-v access procedure. At bout eleven days later, the patient presented with moderate ecchymosis and the patient was admitted for IV antibiotics. Infection was ruled out. At approximately 11 days later, the patient presented with moderate thrombosis and a mechanical thrombectomy was performed. At about 12 days later, the patient presented with severe thrombosis and a surgical thrombectomy was performed. At about three weeks later, the patient again presented with severe thrombosis and an angiojet embolectomy and irrigation of the venous anastomosis with a balloon procedure was performed at about 17 days later.